Event description:
A customer contacted baxter's technical service center regarding an increased intra peritoneal volume (iipv) on the homechoice (hc) during use. The home patient (hp) stated that he felt overfilled this morning and called his nurse who advised him to go to the hospital. The hp stated he went to hospital but all they did was give him a pill for cramping and advised him to take an over the counter laxative. The hp stated he feels weak and still full. The technical service representative (tsr) reviewed the therapy log for (B)(6) 2010; the fill volume was 2.5l, and the last fill volume was 1.5l. The initial drain was 1684ml. The last fill volume was 0ml, the total ultrafiltration (uf) was 2747ml, cycle 4 uf was 1071ml, cycle 3 uf was 696ml, cycle 2 uf was 3123ml (this meets iipv criteria), and cycle 1 uf was 1819 (this meets iipv criteria). The uf indicates the patient drained that amount more than their programmed fill of 2.5l. There were 2 bypasses. The peritoneal dialysis nurse stated she was aware that the patient went to the hospital but was not aware that he felt overfilled. The nurse stated she had spoken with the patient that morning and the patient did not report any symptoms. The nurse refused a swap stating the patient was fine and had continued therapy with no reported problems. Additionally, the patient stated he is doing well. The device is not available for evaluation; no other information is available.

Manufacturer narrative:
(B)(4). CAPA (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.